Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill message after loading approximately 100 units of insulin into the cartridge. Customer's blood glucose level was approximately 444 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and successfully resumed insulin delivery.